Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of foreign body in patient and serious injury are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Factors for foot separation include, but are not limited to, needle strike, foot in the access site, calcification, excessive force, and manipulation of the device with the foot open when up against the vessel wall or posterior needle tip caught in the foot during plunger pull. It is likely the device interacted with anatomy/vessel/tissue interaction contributing to a failure to fire (likely failure to cycle). The foot separation may have occurred due the foot in the access site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment medwatch report #mw5185990.

Event description:
User facility medwatch report received that states: during deployment of perclose device using "preclose" technique at right femoral access site, a misfire was noted. The misfired device was removed and inspected which revealed a missing posterior footplate. It is not clear if the posterior footplate was absent and is the cause of the misfire or more likely, the posterior footplate fractured and is retained in the subcutaneous tissue or intravascularly. Distal pulses and perfusion of the right lower extremity were normal. Two additional perclose devices were used successfully to "preclose".